Manufacturer narrative:
The device has been explanted and has been returned to (B)(4), where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt had a gradual loss of hearing. Additional info received indicated that the electrode array moved out of cochlea and during revision surgery to reinsert it, it was accidentally damaged.